Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced clostridium difficile, which resulted in peritonitis on (B)(6) 2012 the patient was not hospitalized. Treatment was not reported. The patient did not recover.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the peritoneal dialysis nurse (pdrn) stated that the peritonitis was not related to dianeal solution or baxter devices or disposable products. A review of all batch record documents was conducted on potentially associated lot numbers: h12d26052 h12c17061 and h12b11025. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.